Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). The reason for call was pt initially reported their battery is depleting fast and they're having to charge multiple times each day. Pt stated they were under the impression they'd only have to charge their implant about once every couple days. Patient's explanation of the issue was not clear. Patient services (ps) attempted to confirm the issue and asked pt if the issue they're experiencing has to do with the implant battery depleting at a fast rate, and the pt then answered "no" and stated the issue they're having is they're unable to get a good connection while attempting to charge their implant. Pt also stated the recharger paddle has been becoming hot while charging their implant. An email was sent to the repair department to replace the recharger. Pt mentioned meeting with mdt rep a couple times within the last couple weeks. Patient was hard to understand. Ps did the best they could to make sense of details and storyline that pt was explaining but due to the nature of the pt, pt's explanation was unclear. Ps attempted to confirm event date and pt said it began sometime a couple days after they were implanted when they first started using the equipment. Pt called back because they were still having issues connecting to their implant and stated that they didn't think the recharger antenna (rtm) was the problem; pt said that they sent back the replacement rtm to us because of this and kept the original rtm they already had. Pt clarified that they were unable to connect to implant wirelessly, but were able to connect with the rtm. Pss had pt reset the controller (see secure notes for serial numbers of battery pack and controller). Pt said that there was no visible damage to the controller or battery pack. After reset, pt saw "no device found" on their controller. Pss had pt connect with their rtm and pt said that their implant battery was at 60% and their c ontroller battery was at 80%. Pt said that they turn off their stimulation at night to conserve stimulator battery. Pss sent email to repair to replace the controller. Pss also sent email to registration to update patient's spelling of their first name. Pss closed case.